Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The surgeon tried to change the angle many times. Finally, the device was removed and switched to manual compression. There was no reported patient injury. After the operation, a 5f exoseal was used for sealing and hemostasis. When the instrument was slowly withdrawn at an angle of approximately 400° degrees, the pulsating blood flow of the return indicator stopped. Then, the occluder was slowly withdrawn by about 1 cm, but the indicator window of the occluder did not change color (for specific details, please refer to the attached video). The occluder was slowly withdrawn again. A non-cordis short sheath was used. The procedure was an aneurysm surgery with a retrograde puncture from the right femoral artery. The surgeon has many years of experience using exoseal. The patient does not have a history of infectious diseases. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The surgeon tried to change the angle many times. Finally, the device was removed and switched to manual compression. There was no reported patient injury. After the operation, a 5f exoseal was used for sealing and hemostasis. When the instrument was slowly withdrawn at an angle of approximately 40° degrees, the pulsating blood flow of the return indicator stopped. Then, the occluder was slowly withdrawn by about 1 cm, but the indicator window of the occluder did not change color. The occluder was slowly withdrawn again. A non-cordis short sheath was used. The procedure was an aneurysm surgery with a retrograde puncture from the right femoral artery. The surgeon has many years of experience using exoseal. The patient does not have a history of infectious diseases. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in a manufacturing position and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a kinked/bent condition was observed during this analysis, located 4.0 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the kinked/bent area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The guard was locked to perform an indicator wire deployment simulation, and no issues related to the reported event were observed, as the indicator wire was deployed as expected after the guard was locked. A deployment simulation evaluation was also performed, during this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanisms. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator ¿ was not evaluated through analysis of the device. The functional analysis resulted in successful deployment with full transition of the indicator window. A kink was found on the delivery shaft. The cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. It is also possible that the kink on delivery shaft led to possible deployment issues. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.